Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver medication. The following information was provided by the initial reporter: the drug solution didn't come out upon priming.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver medication. The following information was provided by the initial reporter: the drug solution didn't come out upon priming.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1195488. D.4. Medical device expiration date: 31-jul-2026. H.4. Device manufacture date:14-jul-2021. D9: device available for eval yes, d9: returned to manufacturer on: 29-mar-2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver medication. The following information was provided by the initial reporter: the drug solution didn't come out upon priming.